Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial flutter using a faradrive sheath a clot was observed in the sheath. An ablation of the cavotricuspid isthmus (cti) was attempted with pfa but was unsuccessful. After withdrawing into the right atrium, a clot was seen coming out of the tip of the faradrive sheath on the intracardiac echocardiography (ice) imaging. The clot was pulled from the sheath through aspiration and no clotting was seen in the patient. The cti ablation was completed with a non-boston scientific radio frequency catheter and there were no further patient complications. The sheath is not expected to be returned as the information was received anonymously through medwatch.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.